Event description:
A malfunction alarm on the pump was reported, specifically alarm 20, which recurred even after attempting to load a new cartridge properly. There was no information provided about the impact on the customer's blood glucose level due to the customer's decision not to disclose this information. Technical support arranged for a replacement pump to be sent, while the customer decided to use multiple daily injections (mdi) as a backup to maintain insulin delivery. Additionally, the customer was instructed on how to put the pump into storage mode and advised to return the faulty pump with a pre-paid label within 10 days.